Event description:
The customer reported an issue with the touchscreen responsiveness, where the pump screen was frozen and unresponsive. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.